Event description:
It was reported by the customer that a pyxis medstation es system had an auxiliary drawer failure due to a nurse spilling coffee, which hindered users from accessing medication. The customer stated that there was no delay as they were able to retrieve the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawers 1.1 and 1.2 had failed cubies. The field service engineer noticed the coffee spills on both boards 1.1 row eight and 2.2 row c and replaced both the roll boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an auxiliary drawer failure due to a nurse spilling coffee, which hindered users from accessing medication. The customer stated that there was no delay as they were able to retrieve the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 1.1 and 2.2 experienced failure in cubies due to coffee spills on row boards. A field service engineer replaced the affected row boards to resolve the issue. The system functioned as intended.